Event description:
Using a syringe with a safety needle attached, the phlebotomist drew a blood sample. After the phlebotomy procedure was complete, the phlebotomist attempted to utilize the protective device that is supposed to cover the needle for safe removal from the syringe. While attempting to secure the device to the needle, the device broke off. The phlebotomist was not stuck with the needle, but there was potential for that to occur. The packaging for the needle was saved, but the actual needle and device were both discarded. This occurred with two separate patients on this date.